Event description:
Caller reported receiving a minimum fill notification. The customer's blood glucose was 20.6 mmol/l. Technical support instructed the caller to reload the original cartridge, which resolved the issue, and the caller successfully loaded a cartridge onto the pump and resumed insulin.